Event description:
Complainant alleged that during a routine shift check by a clinician, when these electrodes were connected to the associated device, a "check pads" message was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were returned for evaluation and the malfunction was duplicated. During visual and microscopic evaluation, an open wire was found within the jumper wire. This is a malfunction that only impacts the self test of the electrodes with the defibrillator. Although the electrodes failed the readiness test, they are capable of delivering therapy. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.